Manufacturer narrative:
(B)(4). Investigation: one used sample was returned to our quality team for investigation. Through visual inspection, damage was observed in the syringe threading. A device history review was performed for reported lot 2003211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2003211 were used for additional evaluation. No damage or molding defects was observed on any of the syringes. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Testing was performed on the returned sample as well as the ten retained samples and found all product was within specification. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip snapped off when attached to the line during use. The following information was provided by the initial reporter: "luer tip outer casing of syringe snapped whilst being attached to a line. Luer tip outer casing snapped when attached to the line."